Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient's daughter turned the therapy back on after an MRI and the therapy was not working. The caller stated the patient was retaining and they were trying to move the patient to rehab but they were not sure if they had set the setting too high or if it wasn't working any longer because they needed to catheterize the patient. The patient had 1000 cc's of urine in their bladder and the caller stated they were about to catheterize the patient again because the patient couldn't void their bladder. Patient services reviewed with the caller that the team could turn the therapy off if they thought the therapy being on was causing the issue and gave the caller the technical services number to provide to the hospital staff working with the patient so they could call and review what to do for the patient. The caller stated the patient needed to go to rehab however they stated they wouldn't take the patient to rehab if they had to catheterize the patient. Caller stated told the patient they may have to transfer the patient to a clinic that can handle the patient's bladder situation first. Caller stated patient was "freaking out" about that because the caller stated the patient's spouse went to a facility for the bladder and spouse died in a facility like that. Also redirected the caller to the pt's managing health care provider to further address the issue. Agent called caller back to inquire managing health care provider (hcp) and event date information but caller did not answer so agent left a message. Caller may call back. Additional information was received from a healthcare professional (hcp). The hcp reported that patient returned from an MRI scan and their ins appeared not to be working because it could not be turned back on. Caller reported pt stated their ins was "turned off" prior to MRI scan done thursday (B)(6) 2024. Caller wanted to ensure ins was turned back on and functional. Agent started reviewing process, but caller asked for agent to call back on their cell phone so call could be made at pt's bedside. This was done. Agent walked caller through steps and ins was already on. Call ended. Agent called caller back to determine if MRI mode was still on. Agent walked caller through steps and MRI mode was not activated. Issue resolved with troubleshooting over the phone.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.